Manufacturer narrative:
No unexpected button error alarms were noted. The pump had no button response on the esc button due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive keypad. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a broken reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 203 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.